Manufacturer narrative:
Device 2 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported on (B)(6) 2024 that the infusion set fell off during use. Infusion set was in use for 2 days. No further information was available.